Event description:
Facility was transferring a pt using a sabina mobile lift. During the lift, the pt took one of her legs off the foot tray and placed it on the floor. Due to the position of her power chair, the lift and the wall, the staff could not get the leg back up onto the foot tray to complete the transfer. They could not reposition the chair, so they made the decision to lower her to the floor. Pt suffered two broken legs.

Manufacturer narrative:
Facility staff reported the following: due to the position of the pt's power chair, the lift and the wall, the staff could not get her leg back up onto the foot tray to continue the transfer. They could not reposition the chair, so they made the decision to lower her to the floor. Facility staff member, believes that it was the decision to lower her to the floor and the position of her legs at the time of the transfer (one up on the foot tray, one on the floor), that caused the injuries to occur. The lift is back in service at the facility. MDR submitted based on alleged injuries.